Event description:
Account contact reports: one nurse wore the gloves for five minutes and her asthma reacted. The nurse used her personal inhaler and the difficulty subsided. There was no medical treatment sought.